Event description:
It was reported a patient underwent an initial right total hip arthroplasty with unknown product. The patient subsequently underwent a revision of the shell, head, and liner approximately 17 years later due to poly wear and aseptic loosening of the acetabular shell. Approximately 2 weeks after revision, the patient experienced a dislocation. Attempts have been made and no further information regarding cause or treatment has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01200. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with unknown devices and a revision occurred approximately 17 years later. Two weeks later the patient experienced a dislocation. Dislocation likely corrected with closed reduction but details were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.